Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device worked fine for most of the case however, the jaws locked closed and would not reopen. The device was removed through the trocar. They used cautery to complete the case. There was no patient injury.